Manufacturer narrative:
Product analysis: analysis was unable to confirm that the programmer was broken. However, analysis noted that the cursor did not respond to the stylus on the lower right portion of the display screen. The overlay assembly was replaced and the stylus was calibrated. The hard drive health was at 87%. The hard drive was replaced and was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was broken. The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.